Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "random downstream occlusion alarms, low ds pressure readings of 6.93" was confirmed. A review of the event history log revealed multiple occurrences of "downstream occlusion!", however, downstream occlusion detection testing failures cannot be determined through the history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the force sensor and the downstream tubing guide out of specifications. The force sensor and the downstream tubing guide required to be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted. During functional testing, the reported problem "close door errors" was not reproduced. A review of the event history log revealed '"door jammed!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the hooks out of specifications. The hooks required to be readjusted to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of random downstream occlusion alarms, the close door errors, and the low downstream pressure readings of 6. 93. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.